Manufacturer narrative:
This report is submitted on august 27, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, following the patient sustaining a head trauma. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.